Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo 90 infusion set was kinked. The patient's blood glucose levels were 350mg/dl at the time of the event. To address the high blood glucose levels, the patient administered manual injections. The patient did not test for ketones. The patient was able to insert a new site and resumed insulin successfully. No permanent injury was reported.